Manufacturer narrative:
(B)(4). Unit passed displacement test. Unit received with partially broken retainer, missing reservoir tube o-ring, scratched case and pillowing keypad overlay. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring damaged. The reservoir can lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.